Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the battery compartment is cracked and the insulin pump keeps shutting off. Customer stated that the issue started about two weeks ago and his blood glucose rises due to the device turning off. Blood glucose has been in the 300 mg/dl range. Customer declined troubleshooting for high blood glucose. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with normal operating currents. No unexpected off no power alarm noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has broken battery tube threads however, a test battery cap was used and it fit on the battery tube threads. The insulin pump also has broken reservoir tube lip and minor scratched display window.